Event description:
Customer reported receiving a button error alarm follow by a battery alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 172 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Pump was received with normal operating currents and no off no power, low battery or battery out limit alarms noted. Unit had intermittent buttons response and button error alarm due to corroded keypad traces. Unit had minor scratched lcd window and cracked battery tube threads .